Event description:
It was reported that during implant the physician attempted to insert a lead into the cardiac resynchronization therapy defibrillator (crt-d) device connector and could not establish contact. The crt-d was never implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis was performed with no anomalies found. The returned device indicates a missing set screw. (B)(4).